Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station had network connectivity issue. A technical support specialist to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es device was on critical override and could not override meds. Customer did not release any other information about the malfunction. There were no adverse events or injuries reported based on this incident.